Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is likely that the reportable malfunction was due to the installation of a non-olympus lamp that was not properly installed on the heat sink. It is presumed that the gap between the lamp and the heat sink occurred because a non-olympus lamp was used. However, a definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use (IFU): always use the examination lamp designated below. To order a new examination lamp, contact olympus. Xenon lamp maj-1817. Warning: never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Traced: evis exera iii xenon light source olympus clv-190 instructions(chapter 6 lamp replacement_6.1 replacement of the examination (xenon) lamp_warning_p81). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the light source exhibited lamp at 500 hours. There were no reports of patient involvement.